Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular over-sensing exhibited by the implantable cardioverter defibrillator. The episodes were attributed to far p wave over-sensing. Programming adjustments were discussed; however no interventions were confirmed.. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.